Manufacturer narrative:
B3: the event date was not clearly known sometime between (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for tho racic compression fracture. It was reported that there was screw back-out and re-operation for fusion extension was performed on (B)(6) 2021. The t2 placed at th12 was slightly sunk into l1. It was unknown whether this caused the screw to loosen or the screw looseness caused t2 to look like this. They performed replacement at t10, remained t11 as it was, performed replacement at l1, and there was looseness at l2 and when removed, the hole was widened and the root was visible. They inserted pedicle screw into th9, l3, l4. Placed transverse hook at th8, placed offset hook from below at l2 and l4. There were no symptoms to patient or physician were reported as a result of this event. No further complications reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID: 55840014530 and 510k #k113174 was marketed in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.